Manufacturer narrative:
A request for the return of the device has been made. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) with charge times that were outside of the extended charge time limit for the device. The patient underwent a surgical revision procedure where the device was explanted and replaced. There were no adverse patient effects reported.